Event description:
It was reported that the lead dislodged. The lead was repositioned in 2009. After the repositioning the lead dislodged again. Subsequently the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.